Event description:
It was reported that the system 9800 displayed a steadily darker image over time during a cervical fusion procedure. There was no adverse patient involvement reported. There was no patient information reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. It was determined that the auto output function was varying most likely due to poor system connections. The main circuit boards and cables were reseated and made secure. The system was tested and found to be working as intended and placed back into service.